Event description:
Reportedly, this valve was implanted after satisfactory tissue was found. Pt taken off bypass and a tee performed that showed central mitral regurgitation and perivalvular leakage. Pt put back on bypass. The friability of the pt's trial tissue made exposure of the valve difficult. Tissue near the anterior commisure was very poor quality, the valve was excised. Sutures would not hold annulus. Pt died.